Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. The manufacturer¿s international service technician confirmed the reported leak issue. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the system leak test (pvt test 2) was out of specification. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 12aug2019. The part was returned to the manufacturer for failure investigation. It was determined that unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly caused the high pressure leak test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.